Manufacturer narrative:
Info provided and examination results are insufficient to determine the cause of this event.

Event description:
Reporter states, pt presented with pain and swelling in the right knee. Delamination of tibial insert on the medial side, with four pieces broken away from the insert and found floating around the knee joint. Revision of the tibial insert.